Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's rep (caller) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the reason for the call was the caller reported the patient had an incident with the pump in (B)(6) 2024 and they felt like something happened and the patient ended up in the hospital and almost died from an overdose. The caller stated on the day of the pump refill, they had to go to the emergency room (ER) and had the pump checked and they were told the pump was working fine. The caller stated they went to the ER twice. The caller stated that she believed that the patient was not going through withdrawals because the patient was not having "itchy twitchy".  The caller mentioned the patient had an appointment next month to see a neurosurgeon to possibly have the pump replaced even thou gh it was not due to be replaced. The caller also mentioned they had a refill schedule for oct.